Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The operation manual has already warns ¿confirm that the forceps elevator is lowered, then insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end.¿,¿before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5.¿ the exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an ercp (endoscopic retrograde cholangiography) for biliary stone, the user facility felt a strong resistance when inserting an olympus lithotripsy basket bml-v442qr-30 into the biopsy channel of the subject device and the distal tip of the basket broke due to the forceps elevator of the subject device. It was also reported that the bml-v442qr-30 lithotripsy basket nearly perforated the distal side of the common bile duct. In addition, the facility reportedly could not insert a non-olympus metal stent and an unspecified plastic stent (10 fr.) Into the biopsy channel. The facility completed the procedure using a unknown plastic stent (8.5fr.). The facility reported that there was no serious complication after the procedure except prolonged hospitalization. The facility reported that the tjf-q180v was brand new. There was no information whether the elevator was raised or not when the distal tip of the lithotripsy basket broke.